Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken plunger clamp involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a broken plunger lever. The pusher block assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "plunger clamp is broken." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.